Event description:
Info received indicates, the bed will not rise and goes into trendelenburg on its own.

Manufacturer narrative:
The tech found the foot valve was sticking. He was able to power the bed off and on a few times to repair the bed.